Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: neu_recharger_acc, serial# unknown, product type: recharger.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the patient¿s implantable neurostimulator recharger (insr), would not charge or turn on. It was reported that they tried having the insr plugged in for several hours and even when the insr was plugged in the screen would not turn on. It was also reported, that as a result of the insr issue, the patient has not been charging their ins, and thinks it is now overdischarged. It is not known when the insr stopped working or when the patient could no longer communicate with the ins, but it was stated that the patient hasn¿t been charging for a couple of months. There were no symptoms reported and the patient was advised to follow-up with a product specialist.

Manufacturer narrative:
In the previous supplemental report sent on (B)(6) 2017, 'additional info' was accidentally checked instead of 'device evaluation'. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
All fdm/fdr/fdc codes apply to insr ((B)(4)). Analysis was done on the insr ((B)(4)) and no anomalies were found. Connector was visually checked and ok. Plugged into known good (B)(4) desktop charger and (B)(4) charged to 100% with no problems.

Event description:
Additional information received from the rep reported that the patient's ins never went into over discharge, and when the replacement insr came in the mail they were able to promptly charge the ins successfully. The issue has now been resolved.